Event description:
It was reported that the initial surgical procedure was performed on (B)(6) 2013. The patient returned for a post-op appointment with a herniated adjacent level. Surgery performed on (B)(6) 2013 for a tlif on the adjacent level and to extend the fusion found a set screw from the earlier procedure had loosened and was beginning to back out. The set screw and concomitant device viper cortical fixation polyaxial screw were removed and replaced. Concomitant device = viper cortical fixation polyaxial screw, (B)(4).

Manufacturer narrative:
Visual inspection noted markings on the bottom of the set screw, likely a result of contacting the rod. Additionally, no visual anomalies were noted. A device history record (DHR) review showed no discrepancies were observed during the manufacturing process. No issues were identified during the manufacturing and release of this product that could be attributed to the problem reported by the customer. A review of the complaint trend analysis found no observed trends for issues of this nature. The provided x-rays were reviewed by medical safety specialist who stated ¿complaint does not indicate which level the set screw became loose and based on the provided imaging, I am unable to determine which level the set screw and cortical fix screw were replaced. I am unable to comment on fusion, as it is not apparent on the film provided. No additional information was provided with this complaint.¿ review with r&d manager stated that no definitive conclusions can be made as the provided x-rays did not include imaging from the immediate post-operative surgery. In the absence of an identified manufacturing/release issue or an observed trend, this complaint will be closed with no further action required.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.